Manufacturer narrative:
Unit passed the delivery accuracy test. All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No unexpected low reservoir alarm noted during testing. Units left on status screen match with units left on test reservoir properly during testing. Unit functioned properly. Unit received with minor scratched lcd window, scratched case, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer mother reported via phone call that the customer was hospitalized due to diabetes ketoacidosis on (B)(6) 2018 with blood glucose level of 599 mg/dl. The customer was wearing the insulin pump at the time of the hospitalization. The customer mother also stated that they had low reservoir alarm but his reservoir was not empty. The product will be returned for analysis.